Event description:
On (B)(6) 2026, while performing an arterial puncture on the patient as directed by the physician, it was discovered that the tip of the arterial cannula had barbs and was split after insertion. The cannula was replaced, and the puncture was repeated.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.